Manufacturer narrative:
H10: the device was received for evaluation containing 189ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) ¿got stopped¿ during a patient infusion. This was further described as ¿the infusor was connected to the patient and suddenly stopped flowing¿. The device had been filled with a of combination etoposide, vincristine and doxorubicin (non-baxter products). There was no patient injury or medical intervention associated with this event. No additional information is available.